Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (unable to properly power up) has been confirmed. Upon investigation, the monitor would not power up. The inability to power up was isolated to a defective u608 and liquid contamination of the ca board. The cause for the defective u608 was liquid contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power up.